Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegations "e315 error and e117 error codes" were not confirmed. However, the occurrence is likely. There were few additional findings: the distal end adhesive was lifting, the light guide tube had minor delamination, angle straining was noted, and angle knob exhibited play, scope connector had water ingress, an image was present during the adverse event investigation and error code e216 was intermittent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus employee reported on behalf of the customer, that the evis lucera elite colonovideoscope displayed e315 (scope communication error), and e117 (no scope detected) error. The issue was found during preparation for use in an unknown procedure that was cancelled. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device, from which water invaded the scope connector, which then led to an abnormality of electronic parts, occurrence of error message e315 temporarily, and cancellation of the procedure. The user may detect the event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image the user may reduce/prevent occurrence of the event by handling the device in accordance with the following IFU: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.